Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there are no reported device malfunctions or cycler set leaks or defects reported for this event. All pd patients are at an increased risk for infection due to a compromised immune system. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal tract, usually results from touch contamination suggesting a possible breach in aseptic technique. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving the patient line is blocked soft alarm several times on their liberty select cycler during fill 2 of 5. The patient stated that they re-setup with new supplies already and the soft alarm has persisted. The patient also reported that they rebooted the cycler but received the power fail recovery failed message. The patient requested a replacement cycler. The fresenius technical support representative advised the patient that it would be best to contact their pd nurse since it is the patient's second setup and the alarm is still occurring. The fresenius representative also informed the patient that they would escalate their request for a replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow-up, it was reported that the patient went to the hospital the same day and was diagnosed with peritonitis (signs/symptoms unknown). A pd culture resulted positive for enterococcus faecalis on (B)(6) 2019. The patient was initiated on antibiotic therapy with linezolid (route, dose, frequency and duration unknown). The patient was discharged from the hospital on (B)(6) 2019. The cause of the peritonitis is unknown. The patient continues to recover at home on the liberty select cycler with cycler set. No malfunctions, deficiencies or defects were reported for the liberty select cycler with cycler set related to this event.